Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, a skin reaction was noticed. The reaction consisted of redness and blisters. A healthcare personnel (hcp) was consulted who prescribed desloratadin 0.1 mg tablets, zinc ointment and advantan ointment (corticosteroid). At the time of report, the patient¿s skin was healing. No additional patient or event information is available.